Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to need for mris. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction: the correct date of explant is may 01, 2025 not january 05, 2025 as previously reported. Device analysis report attached.